Event description:
It was reported that the patient's mpu does have a v-lock connector on the ac power cord, and that there was a loss of power at the patient's house.

Manufacturer narrative:
Manufacturer's investigation conclusions: the event of low power alarms was confirmed via a review of the log file. The heartmate mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 2 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Low power hazard alarms were active on (B)(6) 2021 from 00:48:12 ¿ 00:48:15 while the controller was connected to the mpu. The backup battery provided power during the alarms. These alarms were caused due to loss of ac power to the mpu and were cleared once power was restored. There were no other notable alarms active in the log file. The pump was able to operate as intended. Additional information provided on 24aug2021 stated that there was a power outage at the time of the event, the mpu has a v-lock connector, and that the mpu will not be returning. The root cause of the reported event was conclusively determined to be due to loss of ac power to the mpu due to a power outage at the patient¿s home. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard and power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 30jul2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent pulsatility index (pi) events. A review of the log files found multiple pi events occurred on (B)(6) 2021 at 20:50:32 to (B)(6) 2021 to 11:07:19. It was noted that on (B)(6) 2021 at 00:48:12 low power hazard was seen while the patient was connected to the mobile power unit (mpu). This is either due to the power cord coming loose from the mpu or wall outlet or a loss of power to the house.